Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image interruptions during a diagnostic bronchoscopy procedure involving an olympus bronchovideoscope. The procedure was successfully completed with an olympus back up device. There was no patient injury reported.